Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02363 / 02402). Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02364 / 02365.

Event description:
Patient underwent a right total knee arthroplasty and approximately 3 years post-implantation was revised due to unknown reasons. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is for 1 of 2 devices that may have been involved in the event, as it is unknown which device was used (reference 1825034-2016-02363 & 02402).

Event description:
Patient's right knee was revised approximately 3 years post-implantation due to loose bodies, bone fragments and scar tissue. The tibial bearing was removed and replaced.